Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose value was 44 mg/dl. The product will return for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with cracked case at the display window corners, display window and battery tube threads. Device received with stripped battery cap coin slot (p). (B)(4).